Event description:
The clinic reported that the blood pump was rotating in the prime direction in the dialyze mode. The gambro technical svc rep reported a failure of the blood handling driver cca k1 relay to engage from the prime to dialyze settings. No pt involvement was reported.